Event description:
It was reported that during a stenting treatment procedure, a dissection occurred. The 80% stenosed target lesion was located in the highly tortuous and moderately calcified carotid artery. Pre-dilation was not performed. The 10x24mm carotid wallstent was deployed and post-dilation was performed with an unknown balloon. Following post-dilation, a dissection was observed at the "upper edge from the wallstent". A non bsc stent was implanted overlapping the wallstent to treat the dissection. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).